Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump delivered 12 unit and they had only programmed 4 units. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. The customer was sleeping at the time of the incident. Troubleshooting was not completed but the customer was advised to contact their doctor to get their bolus settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was sleeping, woke up, and gave themselves a 12 unit bolus instead of 4 units. The pump did not over deliver.